Event description:
Related manufacturer report number: (B)(4). It was reported that noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) lead. Abbott technical support reviewed device session records and confirmed the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated diagnostic imaging was performed and no anomalies were observed. The patient was in stable condition.